Event description:
A female with history of peripheral vascular disease (pvd) and coronary artery disease (cad) underwent a coronary diagnostic procedure in 2009. No peri-procedural anticoagulation was administered. A 6f sheath was placed into a 6 mm femoral artery in the right groin (location of stick in relation to femoral head is unk). It was reported that scar tissue was present at the puncture site, and the physician initially had difficulty placing the sheath into the groin. The cath technician, trained to the mynx procedure, proceeded to use the mynx closure device, which was reportedly prepped and deployed per instructions for use (IFU). Hemostasis was achieved successfully and there was no ooze or swelling observed at the puncture site post-mynx. Three to four hours later, the pt complained of pain in her leg. Again, there was no ooze or swelling observed at the puncture site. The cath nurse reported that the pt had gotten up and walked post-procedure. The pt was taken back to the cath lab, and an angiogram showed an arterial occlusion in the ipsilateral leg (location not known). The pt was taken to the or on 08/21/09 where they attempted to retrieve the occlusive material, which they believed could have been the mynx sealant, by aspirating and running a filter basket through the vessel. It was reported that they were not successful in removing all the material. The material was not sent to the pathology lab for analysis; however, the cath nurse described it as light, whitish material that she believed to be mynx sealant. At about two days later, the pt redeveloped pain in the same leg and a repeat angiogram showed additional material at the trifurcation. The pt was taken back to the operating room (or) to have the material removed. Again, no analysis was performed of the expressed material. No further pt complications were reported and the pt was discharged home four days later.

Event description:
Additional information: the patient received a 3-unit blood transfusion following her procedure on (B)(6)2009. In (B)(6) 2010, the patient started having symptomatic claudication. A CT angio demonstrated left renal artery stenosis and mild problems with the aortoiliac system, as well as occlusive pvd at the origin of the subtrifurcation. He assessed this to be restenosis and/or progression of her known peripheral artery disease. There was a successful atherectomy performed on (B)(6)10, and the patient was discharged on (B)(6)10 without complication. No further information was provided.

Manufacturer narrative:
Since the device was not returned for evaluation, and based on the information provided, the root cause of the reported incident is unk. The occlusion may have been caused by a sealant misdeployment, however, without source documents or the material to perform chemical analysis of the composition, this could not be confirmed. Additionally, the expressed material was not sent to the pathology lab for analysis. It was reported that hemostasis was achieved successfully, and no ooze or swelling was observed at the puncture site post-mynx. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Per mynx instructions for use (IFU), the mynx is intended to close femoral arterial access sites. The review of the lhr (lot f0917404) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Manufacturer narrative:
Based on the information provided and the investigation performed, the cause of the reported occlusion at the subtrifurcation ((B)(6) 2010) could not be conclusively determined. In addition, without a pathology report, the composition of the occlusion could not be conclusively determined. The physician assessed the occlusion as restenosis and/or progression of her known peripheral artery disease. Therefore, the relationship between the patient's procedure on (B)(6)2009 with subsequent successful atherectomy of a reported sealant misdeployment, and the occlusion in (B)(6) 2010 could not be conclusively established. Note: original medwatch report was filed manually. Original mfg report# 3004939290-2009-0048. Using esubmitter to file electronically, the mfg report# added an extra 0 making the mfg report# 3004939290-2009-00048.